Event description:
The customer reported that the device was unexpectedly shutting down. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was unexpectedly shutting down. There was no report of pt involvement. The customer replaced the battery which resolved the failure. The device remains at the customer site.